Event description:
Event was reported to caldera medical by an attorney. The pt experienced infections, pain and painful intercourse. She uses catheters on a daily basis. No further info has been provided.